Manufacturer narrative:
Device history records review was completed for part# 03.010.523, lot# 9519949. Manufacturing location: (B)(4), manufacturing date: aug 25, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation has been completed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The returned driving cap was confirmed to have the distal threaded tip broken off. The threaded tip was returned. There are two small holes in the tip which appear to have been created to remove the tip from the insertion handle. The remainder of the driving cap has significant wear and impact marks which are expected based on the function of the device. The concomitant insertion handle was returned, with no issues noted. Unrelated to the event a second driving cap was returned in the original packaging with no complaint. As there were no issues noted with the returned insertion handle or unopened driving cap further investigation is not necessary. Use of the returned devices is outlined in the tfna proximal femoral nailing system screw only technique guide. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The root cause is likely related to off axis hammer strikes to the driving cap. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery for impending pathologic fracture of the femur (unknown side), the driving cap (impactor) broke off inside of insertion handle. The surgeon was able to complete impacting the nail by holding the impactor into the hole of the handle and finished impacting (although there were alternate devices, the nail was already halfway in the patient and the surgeon chose to continue with the process). The surgeon was able to extract the broken tip out of the handle. There were no issues reported with the handle. The patient was implanted with a trochanteric fixation nail¿advanced (tfna) system nail, helical blade and a distal locking screw. There were no fragments that remained in patient and no delay in surgery. The surgery was completed successfully. Concomitant medical products: hybrid insertion handle (part # 03.037.011, lot# 9599714, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.